Manufacturer narrative:
After placement of an optease filter it was reported that the patient developed a fever due to an infection. The age and gender of the patient is unknown. The patient¿s medical history is unknown. The reason for filter insertion is unknown although it was an elective case. The patient had a slight fever at the filter placement procedure. The patient developed a fever of 40 degrees celsius (104 f) due to infection approximately five days after insertion of the filter. The patient still had a fever four days after developing the infection. Treatment of the infection is unknown. The relationship between the filter and the fever or the infection is unknown. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Infections resulting from invasive procedures are a well known potential adverse event and are listed in the IFU as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient; however, at this time it is not possible to draw a clinical conclusion between the device and the event. There is no indication of a design or manufacturing related issue therefore no corrective action is required.

Event description:
After placement of an optease filter it was reported that the patient developed a fever due to an infection. The age and gender of the patient is unknown. The patient¿s medical history is unknown. The reason for filter insertion is unknown although it was an elective case. The patient had a slight fever at the filter placement procedure. The patient developed a fever of 40 degrees of celsius (104 f) due to infection approximately five days after insertion of the filter. The patient still had a fever four days after developing the infection. Treatment of the infection is unknown. The relationship between the filter and the fever or the infection is unknown.

Manufacturer narrative:
Additional information was received stating that the lot number for the device was 15875174 (466-f220aj). Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.